Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on in (B)(6) 2017, a 33mm epic valve was implanted in a patient. It was reported that there was a tear at the 8 year mark noted in (B)(6) of 2022. The patient had increased shortness of breath, and severed mitral regurgitation. A valve in valve procedure was performed on (B)(6) 2023 with a non-abbott device. Patient stable.

Manufacturer narrative:
An event of mitral regurgitation and shortness of breath due to a leaflet tear was reported. A more comprehensive assessment, including a histopathological examination of the valve tissue, could not be performed as the device was not returned for analysis. However, based on the information received, the reported leaflet tear is consistent with structural valve deterioration (svd), specifically non-calcific leaflet tear, which is a well-known complication of tissue heart valve replacement surgery. A variety of factors may contribute to svd, including patient, biological, and implant related factors. No implant related factors could be confirmed from the information received from the field as information related to implant procedure was not provided. Biological factors which can result in tissue degeneration such as calcification (from patient conditions predisposing to elevated calcium like renal disease etc.) Or thinning of the prosthetic leaflet tissue (predisposing to leaflet tears) also could not be confirmed as the valve was not returned for histopathological examination. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on in (B)(6) 2017, a 33mm epic valve was implanted in a patient. It was reported that there was a tear at the 8 year mark noted in (B)(6) 2022. The patient had increased shortness of breath, and severed mitral regurgitation. A valve in valve procedure was performed on (B)(6) 2023 with a non-abbott device. Patient stable.